Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood was present throughout the fibers, and coagulated blood was present in both headers. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady stream of bubbles emanating from the potting cut surface on the non-cavity ID end at approximately 350 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 1.26 mm in length was identified. The potted fiber fragment was identified on the non-cavity ID end at approximately 0 degrees, with the dialysate ports situated at 0 degrees. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported an internal dialyzer blood leak that occurred approximately thirty minutes into a patient¿s hd treatment. The fa stated the blood leak was visually observed in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.